Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise, which technical services (ts) noted could be electromagnetic interference (emi) or myopotential in origin. The health care professional (hcp) requested a review of the electrogram (egm) to review if there was crosstalk, which was refuted by ts. Ts also recommended lead evaluation and performing isometrics. This ra lead remains in service and no adverse patient effects were reported.